Event description:
This 39 yr old female had bilateral breast implants implanted in 1985. The procedure was performed at another facility, the MFR is unknown to this reporting facility. The pt has done well since implantation but recently developed severe encapsulation around the right breast implant so that it was riding up and down. Gross exam: the right implant is ruptured and exudes gelatinous and tenacious gel-like material. The capsule shows fibrosis and chronic inflammation changes.